Manufacturer narrative:
The customer returned an empty strip bottle. Retention reagent gave satisfactory performance.

Event description:
Advocate stated her mother had been getting low blood glucose readings from the contour next, such as 20 and 40mg/dl. She had been having symptoms of lethargy, weakness and headaches. The customer decreased her metformin from 1500mg a day to 1000mg a day and was feeling better. Advocate was advised to return the strips for evaluation. New strips and meter were sent to customer.